Event description:
It was reported that the hcp planned to connect a new 37082-40 extension to a previously existing 3998 lead so that he could replace a 7427v stimulator that was at end-of-service. However, the hcp was unable to get the lead into the extension as at least one of the "legs" of the lead was frayed. A lead revision was not scheduled, and consent was not obtained, so the hcp capped the lead end of the extension with a closed boot and put the other end and a restore plug into the restore ultra he had planned to implant, then closed the incisions and sent the patient to the post-anesthesia care unit. It was noted that the physician was very careful and used good techniques. The impedances were not checked prior to surgery as the stimulator was completely drained. The patient returned 11 days later and the lead was removed and replaced. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient's lead was explanted and replaced. Following the replacement the patient had good coverage. It was noted that the hcp cut the lead and may have done some damage (it appeared the covering over the wires was broken in some areas) while trying to remove it, as the lead was pretty well scarred in.

Manufacturer narrative:
Lead model 3889 lot# lb3502 implanted: (B)(6) 2003 explanted: (B)(6) 2011, extension model 748940 serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2011, extension model 748940 serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2011, programmer model 7435 serial# (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model 3998 lot # lb3502 determined the proximal end was stretched at both # 0- #7 and #8- #15 conductor legs. All conductor wires were broken 11 cm from the distal end. The body insulation was cut through and the lead was segmented. On segment 2, there was an open circuit and the #0- #3 conductor wires were broken. On segment 3, there was an open circuit with the conductor wires #0 and #1 broken due to overstress/damage. The continuity was acceptable and there were no shorts on segment 1.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.